Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident psl ha solid back 50mm, cat# 540-11-50e, lot# 54788501; delta v-40 ceramic head 36/0, cat# 6570-0-136, lot# 54886804. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device evaluated by manufacturer: not available.

Event description:
Patient called stating he had a left total hip replacement on (B)(6) 2016. He stated a few months after surgery he started experiencing pain.